Manufacturer narrative:
(B)(4). To date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had "kissing haptics" once inserted into the eye. The haptics remained stuck for too long according to the doctor. No patient injury reported and the lens remained implanted. Additional information was received and it was learned that the haptics were sticking to each other and onto the lens surface. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 07/06/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastics (ovd) in the cartridge. The plunger component was observed in advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. There was no assembly error on the insertion device. The intraocular lens was not returned as to date it remains implanted in the patient's eye. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.